Manufacturer narrative:
(B)(6). Concomitant products: unknown, unknown freedom constraint liner, unknown; unknown, unknown cement, unknown. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08801.

Event description:
It was reported patient received a revision procedure due to infection. The head and liner were revised. Based on reported information, this was a stage ii procedure in the treatment of the infection. The liner was reported to have been cemented in to the patient, acting as a hip spacer. Attempts to obtain additional information have been made; however, no more is available.